Event description:
The monitor does not detect the catheter. The product was not in contact with the pt. Therefore, there was no pt injury. The event did not lead to an increase of surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.